Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the left and right femoral arteries (lfa & rfa) using perclose proglide devices. Reportedly, during deployment of the device in the rfa through an 8-french sized access site, a needle-to-cuff miss occurred. The suture from two additional proglide devices were successfully deployed and set to the side. Reportedly, during deployment of the device in the lfa through an 8-french sized access site, a needle-to-cuff miss occurred. The suture from two additional proglide devices were successfully deployed and set to the side. One of the access sites was upsized using three steps to 18-french to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the sutures from the proglide devices were used to achieve hemostasis in the lfa and rfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the access sites were located in the left and right common femoral arteries. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.